Event description:
It was reported that during a percutaneous trnasluminal coronary angioplasty/stent procedure, the stent delivery system would not cross the lesion. Upon removal of the entire system, the stent was noted to be on the guide wire. An attempt to cross the lesion with another company's stent was unsuccessful. No further intervention was attempted. Reportedly, no pt injury occurred.